Event description:
The customer reported unit is giving saturation fault on film mode. No pts were injured.

Manufacturer narrative:
The ge service rep verified saturation fault on film mode and replaced batteries. The battery voltage was verified. System operates as intended.